Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications: 4 impact products were created for product code nw2493/nw2494 and lots t7003, t7004 and t7001, is forth lot number missing? Are these possible lots used during the procedure, or did sutures from all the lots were used in the patient? How many sutures from each lot break after the procedure? For each suture, please inform: what tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the suture break? How was the issue managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. After closing the skin there was suture breakdown of surgical wound within week of surgery. Additional information has been requested.

Manufacturer narrative:
Corrected information: additional information: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: t7001 nw2494; t7001 exp. Date:(B)(6) 2021; date of mfg: (B)(6)2017 t7002 nw2494; t7002 exp. Date:(B)(6) 2021; date of mfg: (B)(6) 2017 t7003 nw2493; t7003 exp. Date: (B)(6) 2022; date of mfg: (B)(6) 2017 t7004 nw2493; t7004 exp. Date: (B)(6) 2022; date of mfg: (B)(6) 2017 the device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Representative and retained samples were evaluated. Visual inspection and functional inspection for needle pull-off and knot pull tensile strength were found to meet the requirements. All the values are within the control limits. An opening exists allowing atmospheric conditions to enter the cavity. The analysis does not yield a specific conclusion about the product complaint. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure - age below 7 years; wt below (B)(6). Date and name of index surgical procedure ¿ cleft plate repair the diagnosis and indication for the index surgical procedure? -not mentioned by surgeon what were current symptoms following the index surgical procedure?- suture line breakdown other relevant patient history/concomitant medications - not mentioned by surgeon product code nw2493/nw2494 and lots t7003, t7004 and t7001, is fourth lot number missing? ¿ we have given the lot no of all the batches used, not able to get the exact samples used in patient. Are these possible lots used during the procedure, or did sutures from all the lots were used in the patient?- all lots used in different patient for each suture, please inform: - what tissue type and location of the suture placement? -subcuticular tissue - what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - not mentioned by surgeon - how was the suture placed (interrupted or continuous)?- not mentioned by surgeon - how was the suture tied (square knot or multiple knots one end)? -not mentioned by surgeon - what date did the suture break? -not mentioned by surgeon - how was the issue managed? -if a surgical intervention was performed, provide surgical/operation notes. - what was the appearance of the suture during the second procedure? -not mentioned by surgeon what is physician¿s opinion as to the etiology of or contributing factors to this even- not mentioned by surgeon what is the patient current status?- not mentioned by surgeon was there any medical or surgical intervention performed? - surgeon is not sharing . Your answers indicate that you are not able to get the exact samples used in the patient, therefore the lot number used is unknown. Is this correct? - yes how many sutures from each lot broke after the procedure: not answered did 1 suture break in 1 patient ? 1 suture broke in 1 patient